Event description:
It was reported that a customer was unable to close the luer lock completely while using a vented paclitaxel set. This observation was made during use. There is no information as to whether or not this event involved patient injury or medical intervention, though none were reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.